Event description:
Facility reported that during total knee arthroplasty it was discovered that a battery reciprocator stopped working. There was no delay in surgery and spare device was available to complete the procedure. The procedure was completed successfully without any harm or injuries to patient and without any medical intervention. This report is on the battery reciprocator. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint that the unit does not function was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)